Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Advised patient's mother to perform a reset on the receiver, and on the smart device to disable and re-enable the bluetooth. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 03/03/2016 and could confirm the reported loss of connection.no additional patient or event information is available.